Event description:
It was reported that the customer was receiving sensor errors. His blood glucose was 50mg/dl at the time of reporting, which he treated with food. The sensor was returned for analysis. No additional information was reported.

Manufacturer narrative:
Findings: reliability analysis inspected six opened/used sensors and found one of five sensors with needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned them opened/used. Performed bicarbonate buffer test ((B)(4)) to five remaining sensor and all five sensors passed per specifications with accurate readings. (B)(4).